Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 08/02/2017 with the following findings: during investigation, the ok keypad button was unresponsive. The pump was opened and revealed moisture corrosion on the keypad connector. Evaluation also revealed that the battery compartment was cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Initial reporter: (B)(6). (B)(4).

Event description:
The pump was returned for investigation. Evaluation revealed that the ok keypad button was unresponsive. Evaluation also revealed moisture corrosion on the keypad connector and a crack in the battery compartment. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on 08/02/2017.